Event description:
Info received indicates the bed has no functions due to corrosion/fluid ingress on the 22-pin connector at the retracting frame.

Manufacturer narrative:
The technician replaced the connector to repair the bed.